Event description:
It was reported that the device had reached elective replacement indicator (eri) in 2.5 years. It was noted the device was explanted and replaced due to rapidly increasing battery impedance. It was also reported there was lead warnings with no explanations for what caused the lead warnings. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 407652 lead, implanted: unknown. (B)(4).